Event description:
It was reported that the physician was not able to lock insert into tibial baseplate. A duplicate baseplate locked into place without any problems. There was no adverse consequence for the patient or delay in surgery or anesthesia time.